Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal difficulties and a shaft break occurred. Access was obtained through the right femoral artery. The target lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.5 x 20 mm apex balloon inflated at 6 atm/14 sec and 14 atm/7 sec. The 3.0 x 32 mm taxus liberte stent delivery system (sds) was advanced on a non-bsc guidewire, however, it was removed and a cutting balloon ultra was advanced to the lesion. The cutting balloon was inflated twice at 12 atms/60 secs. A 3 x 20 mm quantum maverick balloon was inflated 6 times in the lesion to a maximum of 20 atms. The taxus liberte sds was re-advanced and the stent was deployed at 20 atms/10 sec. There was resistance when removing the sds as the balloon was stuck in the stent and as a result the shaft broke leaving the distal portion in the pt. A 3 x 20 quantum balloon and snare was used to remove the sds successfully. The pt was given fentanyl for chest discomfort. Lastly, a 3.5 x 18 mm promus stent was deployed at 18 atms/13 sec in the proximal lad. No add'l pt complications were reported; the pt's current condition is listed as "ok".